Event description:
A patient underwent an excision of a benign tumor and extraction of an impacted tooth. During the procedure, a stryker drill device burn the anterior side of the patient's tongue, and a lidocaine ointment was placed in response. The device was immediately removed from service and replaced with a new drill to complete the procedure safely. The patient was discharged to home and received after care instructions.